Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient had his scs lead replaced and effective stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient had not felt any stimulation therapy from his scs system in approximately two months. Troubleshooting and programming did not resolve the issue. In addition, one of the patient's leads showed all contacts with invalid impedance. Surgical intervention may be taken to address the issue.